Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for less than 1 colony forming units (cfus) of aerobic microorganisms at 36 and 22 degrees celsius, and less than cfus of pseudomonas aeruginosa. The device was retested on (B)(6) 2025, and it tested positive for less than 1 cfus of aerobic microorganisms at 30 degrees celsius at two days and 6 cfus at 5 days. The device was retested on (B)(6) 2025 and tested positive for 9,11 cfus of aerobic microorganisms at 30 degrees celsius at two days and the presence of staphylococcus aureus. The device was retested on (B)(6) 2025 and tested positive for 17, 19cfus of aerobic microorganisms at 30 degrees celsius at three days. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated d4. Updated d8. Updated h2. Updated h3. Updated h6. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where obvious deviations from instructions for use (IFU) were identified. Olympus evaluated the device and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a possible correlation has been observed between device status and customer reprocessing. The customer stated using a soluscope ewd, which is currently undergoing investigation in france for endoscope disinfection efficacy. The customer should confirm water quality and evaluate disinfection protocols. The compatibility of the used chemistry for manual and automated processes must be controlled. After reprocessing by olympus, the culture test was negative. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer